Event description:
A malfunction was reported on the pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, reaching between 600-700 mg/dl. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.